Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they ¿got a real hot spot¿ on the right side of his back. The patient stated that the stimulation was ¿like a taser¿ that causes sharp pain from about 2 inches from his spine across to his shoulder. This began after the patient had been sitting and reaching for something behind him when he felt something ¿snap¿ like a rubber band in the l4 to l5 region. The patient can lower the stimulation level to make it better. The patient also mentioned that their healthcare provider had given him cortisone shots in the shoulder, and he can¿t lift any weight straight out from his body. The patient had an appointment to see their healthcare provider (B)(6) 2017. The indication for implant was failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the healthcare provider indicated that the patient met with the manufacturing representative for reprogramming on (B)(6) 2017; the patient was satisfied with the reprogramming. The reprogramming resolved the patient¿s overstimulation, ¿taser¿ sensation, and stimulation in the wrong location issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.